Manufacturer narrative:
Bench service replaced the power cord to resolve the reported issue. Following the testing and verification procedure for this equipment, the device's factory settings were restored. All the necessary verifications have been carried out to certify the restoration to the conditions prior to the breakdown.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received information from the bench repair personnel indicating that while servicing the device, it was observed that the power cable is not original from philips, and that it has more resistance than allowed in the electrical tests, so the power cable needs replaced.